Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported via a phone call that the customer received an error alarm on the insulin pump. Customer also mentioned having low blood glucose readings of 48 mg/dl. Customer stated the low blood glucose readings have been occurring every morning. Customer believes the low blood glucose readings were due to the settings being high. Troubleshooting was performed and the drive support cap was noted to be normal. Customer also mentioned receiving a no delivery alarm. Customer was advised that the product will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.